Event description:
It was reported that the patient¿s pump was implanted in (B)(6); the year was unknown. The patient recently moved to the united states and was having difficulty finding a pump refill physician. The patient¿s medical records showed that the pump refill was due (B)(6) 2014. As of (B)(6) 2014, the patient was still looking for a physician to refill the pump. The pump was delivering morphine and mepivacaine. The patient stated that she was in pain, but not because of the pump, it was because she was also having a hard time finding a physician to give her the shots that she needed. On (B)(6) 2014, the patient went to the ER (emergency room) because the pump was alarming. Telemetry confirmed a non-critical alarm due to low reservoir volume reached; the pump was almost dry. A nurse from the pain clinic went to the hospital and took the remaining medication out of the pump and refilled the pump with saline and programmed it to minimum rate mode. The patient was not feeling withdrawal symptoms, but had had increased pain for a few weeks. On (B)(6) 2014, the patient went to the ER because she wanted the pump removed. On (B)(6) 2014, the patient reported that she needed to have the pump taken out. When asked if the patient had been having problems with the pump, the patient replied ¿they won¿t refill it and my back is in pure pain and my stomach is killing me". The patient stated that the pump was helping her before "but I was in (B)(6) but it was the end and I needed to refill it. I don¿t see a doctor, the pain clinic refuses to see me and I need it out". The patient was looking for a physician to remove her pump. The patient had found a physician at the pain clinic who was willing to take her on as a pain patient, but said he ¿will not touch the pump because he thinks it was put in wrong¿. The patient was in ¿so much pain¿; she reported that she was on a lot of medicine plus the pump. They took away the pump and 70% of her oral meds then later took away another 20% of her oral meds. The patient stated ¿the withdrawals were fun¿. The patient was currently taking 1 percocet every 6 hours, neurotin, her diabetes meds and another drug she didn't know the name of or what it was for. As of (B)(6) 2014, the patient was on oxycontin and gabapentin to take away her nerve pain, but it was not taking care of all of the patient¿s pain. The patient was still looking for a physician to replace and manage the pump. Per the patient, the ¿pump has gone dead¿; it was ¿non-functioning¿. Follow-up was done to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).